Event description:
Caller states the patient tested 4.6 in, 2.4 inr, and 2.8 inr on the coaguchek xs system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Oversensing was reported on the atrial lead during a sensing test. The clinician and doctor report that the patient was in sinus rhythm at time of sensing test and the noise was reproducible during provocative testing. Impedance in the atrium is 440 ohms and steady since implant. On (B)(6) 2010- the doctor decided to program the device to single chamber and so no surgical intervention is necessary.